Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. During the bypass graph that with in the past two weeks that the surgeon has noticed that while the suture strand is thinner and not as strong that when he ties down the suture that it breaks easily. Surgeon has not had this problem in the past. Another like device was used to continue with the procedure. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/17/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: first procedure was (B)(6) 2023 second procedure was (B)(6) 2023 the lot number used in both procedures was tdmhdm additional information was requested, the following was obtained: please provide an answer for each case: (B)(4) represents the initial reporting of the events (B)(4) represents the ambiguous number of previous events - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient. - did the event occur during one or multiple patient procedures? During multiple patient procedures. - what is the total number of procedures? 2 ((B)(6) 2023 and (B)(6) 2023) - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). (B)(4) represents the initial reporting of the events (B)(4) represents the ambiguous number of previous events - please provide the lot number: tdmhdm - device return status. Please document the shipment tracking number: (B)(4) - please provide the source or name of person providing answers to follow-up questions: (B)(6) relaying information received from dr. (B)(6) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. Related reports: 2210968-2023-07887 & 2210968-2023-07888

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.